Manufacturer narrative:
(B)(4).

Event description:
Procedure type: abdominal laparoscopy. According to the reporter: several days following an abdominal laparoscopy with multiple port entry sites, the pt developed redness and blistering at the entry sites. She had no fever or signs of infection otherwise and was instructed to apply topical benadryl cream.